Manufacturer narrative:
Medwatch with identifier (B)(6) is for alert/error missing, medwatch with identifier (B)(6) is for delivery inaccurate. The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer says that the pump has suddenly shut off without first providing an error or alert message. Due to this fact she is not able to be sure if the pump is delivering insulin or not. No adverse event alleged. A request was made for the return of the device.